Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix eva (ethylene vinyl acetate) bags were leaking from the membrane port. The leaks were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured between 27 june 2023 and 28 june 2023. H11: three (3) actual devices and a video of the sample were provided for evaluation. Visual inspection of the video showed a leak at the administration spike port. However, visual inspection of returned samples did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed using tap water and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. However, was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.